Event description:
The customer reported that they delivered a total of six shocks with two different heartstart xl defibrillators. This report relates to the first defibrillator used. The second defibrillator was reported separately in MDR number 1218950-2014-01914. The customer reported that although they saw a muscular response when the shock was delivered, they got a "no shock delivered" message. The involved patient died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.